Event description:
The account stated that the cell dyn sapphire analyzer was having problems with hemoglobin (hgb) repeatability. For one patient a hgb of 8.72 g/dl was generated which upon repeat was 9.88 g/dl. No suspect results were reported.

Manufacturer narrative:
A field service representative (fsr) was sent to the account. The fsr reinstalled the needle spring, however, the problem persisted in a random fashion. The fsr replaced the chopper drivers of the hgb syringe; chopper drivers of the aspiration pump and replaced the rbc diluent syringe. The chopper drivers are field replaceable units (fru) and the rbc diluent syringe is a consumer replaceable part. In addition, the complaint analysis and trending system (cats) and the trending analysis support system (tass) trend reports were reviewed and no adverse trends were identified. This is the final report.